Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room twice due to high blood glucose and dka. The blood glucose readings were over 600 and over 400 mg/dl at the time of hospitalizations. Caller stated that the customer's insulin pump was not delivering the correct amount of insulin. Nothing further was reported.